Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as anytime there is friction against the skin it causes it to flare up. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the pre-existing condition. Follow up indicated that the skin irritation improved.